Manufacturer narrative:
One other set screw with a separate part and lot number was also return for evaluation. (B)(4); lot# 696252 manufactured (B)(6) 2015. The set screws were returned and examined by r&d. It was noted that the underside of the set screws exhibited wear patterns atypical of the type of wear seen on samples which have been subjected to standard locking/final tightening conditions. A series of tests were conducted in an attempt to generate failure of the screw construct and replicate the wear patterns to assign a root cause. All tests were unable to produce a failure of the set screw or construct and were also unable to replicate the wear patterns noted. It therefore appears that the set screw failures may be a result of atypical loading or due to a surgical technique outside the bounds for which the screw was designed.

Event description:
Revision surgery was conducted on (B)(6) 2016 to remove and replace 3 arsenal set screws at the l5-s1. The set screws were found to have backed out of position one month post-op. The arsenal spinal fixation was originally implanted on (B)(6) 2015.